Event description:
It was reported during a procedure in the moderately calcified and tortuous proximal left anterior descending artery, a 3.0 x 28 mm xience v stent system was advanced to the target lesion and the stent was deployed. A proximal edge dissection was noted and a 4.0 x 28 mm xience v stent was deployed to cover the dissection. There were no adverse patient sequelae and no clinically significant delay. No additional information has been provided.

Event description:
Subsequent to the initial medwatch report, cine review noted that after the stent was deployed, it had poor wall apposition at the proximal to mid section. Post-dilatation was performed using an unspecified dilatation catheter and a dissection occurred. Thrombus was noted. Additional dilatation was performed and the thrombus resolved. An additional stent was then deployed in the distal left main and proximal circumflex arteries; however, it was noted that the stent was not fully expanded. Additional post-dilatation was performed in the left main to circumflex arteries and left main to left anterior descending arteries, followed by kissing balloon inflations. Stent expansion was improved. Additional information received from the site indicates that the thrombus was noted as a subintimal haziness which appeared after the dissection and no additional treatment was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: whisper es, guide cath: jl4. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.